Event description:
The patient's mother reported her son's insulin infusion set tubing has leaked several times and she suspects the tubing may have a break in it. She stated she smells insulin when she wakes him up in the morning. She stated these tubings were in use for 1 day prior to the incident. On follow up, the patient's mother reported he is doing well. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.